Event description:
The suture was used on a cow during a cesarean section. Reportedly, the suture did not hold. The surgeon performed a re-operation to correct the condition. The surgeon has reported no injury occurred to the animal.